Event description:
The customer reported that a filament reg failure error and precharge voltage error occurred. No pt injury occurred due to this incident.

Manufacturer narrative:
(B) (4). The ge service rep replaced the battery pack. The system is operating as intended.